Manufacturer narrative:
Procedure physician name: (B)(6). Facility name/phone number: (B)(6) facility city/state: (B)(6) alabama.

Event description:
It was reported that the patient had cardiac arrest. It was reported via social media that "during the watchman left atrial appendage procedure the patient had a cardiac arrest. The patient was brought back and was on life support. At an unknown date the patient was discharged from the hospital and diagnosed with vascular dementia." It was further reported that the patient had their procedure on (B)(6) 2017.

Manufacturer narrative:
Date of event: estimated based on aware date.

Event description:
It was reported that the patient had cardiac arrest. It was reported via social media that "during the watchman left atrial appendage procedure the patient had a cardiac arrest. The patient was brought back and was on life support. At an unknown date the patient was discharged from the hospital and diagnosed with vascular dementia."